Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. It was reported that during a follow up CT performed approximately 3 months post index procedure, it was noted that the stent wire was deformed. The physician was unsure if the deformation observed was due to a large tumor in situ or if it was due to the graft material separating from the wire stent. However, it was reported that another stent graft of the same size was implanted. As per the physician, the cause of the event is not fully determined and the event is not resolved. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
Additional information received in relation to this case reported that no additional intervention was performed. The physician did not implant another stent. The physician elected to continue monitoring the patient through regular follow and the event was not resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received on tis case reported that, the lesion was located in the descending aorta. The physician had sufficient experience and the implant procedure was completed successfully. The physician suspected the stent graft (tectorial membrane) separated from the stent wire but could not confirm the reason. The patient will be followed every three months. No patient injury was reported. No other clinical sequelae were reported. Films review summary: several short videos and still CT slices during implant were reviewed. Pre-implant angiograms revealed that the patient had a thoracic aneurysm located within the descending thoracic. The thoracic aorta was relatively straight. Per the calibrated catheter, the patient¿s saccular appearing aneurysm was bulging out the right side ~3cm. The flow lumen diameter just below the arch measured ~28 x 30mm, 8cm lower and just above the aneurysm measured ~23 x 25mm, and just below the taa narrowed down to ~18 x 19mm flow lumen diameter. An 8 second final angiogram revealed that a single valiant stent graft had been implanted from just caudal to the lsa, extending across the arch and into the descending thoracic. Near the distal end of the device, the 3rd and 4th stent rings from the distal end were seen expanded ~50% larger in diameter relative to the stent rings proximal and distal to this location. The stent graft od just proximal to the expansion location measured ~25mm, the expanded 2 stents measured ~33mm, and the od of the distal 2 stent rings measured ~21mm. This expansion was likely due to the stent rings unsupported within the taa. The taa appeared to be excluded; no endoleak was observed. Several returned post-implant CT¿s confirmed the same implant configuration. The transverse CT¿s images showed the narrowed stent and the expanding stent in the same view. These stents were slightly overlapping each other lengthwise which revealed both stents in the same cross-section view. The reported stent graft deformation or other stent irregularity could be confirmed; no stent graft issues were seen. If information is provided in the future, a supplemental report will be issued.